Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, lot# va0h3lm, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID 3889-28, lot# va0h3lm, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the patient experienced a loss or change in therapy off and on in (B)(6) 2015. The patient had a mild stroke at the end of (B)(6) 2015 and was in a physical rehab home because they lost function of their legs due to the stroke. The patient had a problem as they "wets like you would not believe.". The patient had to have their clothes and bedding changed 2 to 5 times a night as a result. As soon as the patient stood up or at night, they had more loss of urine. The patient's friend or family member called the urologist and was told to increase stimulation. They increased stimulation by 2 and the patient was at 1.9v, but they did not know what program the patient was on. The patient was constantly up at night and was not getting rest due to the urinating. The patient was going more than they ever had and was losing control of their bladder. The programmer was tough to know h ow to use. The patient had not seen their health care provider (hcp) for their implantable neurostimulator (ins) since the stroke. The circumstances that led to the loss of therapy was a mild stroke and not feeling urine coming out. The patient was wetting the bed and clothing. The action taken to resolve the issue was contacting the manufacturer representative to get help. The consumer further reported that the patient's device was removed on (B)(6) 2015 due to the device not helping the patient's symptoms since implant on (B)(6) 2014, the symptoms getting worse, and other medical reasons. The patient had 2 strokes on (B)(6) 2015 and needed an MRI. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.